Manufacturer narrative:
The covers were returned for analysis. Functional testing determined that the covers were malfunctioning causing the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A4) patient weight not available from the site. D10) the software logs were received on 2020-june-15. The cover was received on 2020-july-15. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000138, serial/lot #: n/a (cover) ; product ID: bi-500-01065, version #: 4.1.0 (software) h3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. For system behavior reported #1, the system went from 2d mode to standalone mode three times (@08:51:06, @08:51:56, @08:53:52) as the xray switch was released from 2d scan. The log investigation found the system detected a hardware issue and prevented image acquisition to mitigate potential harm associated with further exposing the patient when the end result may lead to an unusable image. The system recovers from standalone mode back to 2d when the connection to detector panel is re-established by mvs. #2 <(>&<)> #3 log investigation was inconclusive for the slow docking and slow spin. #4 for the docking fail issue, this system behavior is tracked through issue tracking record 20478 and references to this event have been added to that record. #5 for the gantry door was open and closed the tube and detector would not always go back into the ap position, this system behavior is tracked through issue tracking record 22158 and references to this event have been added to that record. #6 <(>&<)> #7 loose screw and sidewall damage are not a sw issue. Eval code method 10 is associated with this analysis eval code result 104 is associated with this analysis eval code conclusion 4307 is associated with this analysis the cover was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. It failed visual inspection. Paint was flaking off on the inside of the cover. Physically damaged was observed. Eval code method 10 is associated with this analysis eval code result 180 is associated with this analysis eval code conclusion 4307 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a cervical spinal procedure. It was reported that the following issues occurred: first. There was a short interruption where the screen of the pendant went back to not ready screen and then changed back to the normal screen when the system was ready to take x-rays. Second, the docking movement was very slow. Third, here was a slow spin. Fourth, the docking was again slow and it stopped. The site had to push the button again and again. Fifth, when the gantry door was open and closed the tube and detector would not always go back into the ap position. Sixth, there was a loose screw. Finally, the side wall cover was damaged. The most likely cause for the reported event was indicated to be someone was changing the position of the gantry while the surgeon was taking a shot, the m button was not active and it was not slow because the site was taking a high definition spin. The other issue was unknown what could have possibly caused the issue. There was no reported delay and no reported impact to patient outcome.